Event description:
Edwards received additional information indicating the implant duration of the surgical valve was fourteen (14) years, nine (9) months.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Although there have been attempts to receive further information regarding the device and event, no additional information was received. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to perivalvular leak, secondary to degeneration. No additional details were provided.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001